Event description:
It was reported that the event occurred while in the cath lab during insertion. There was no problem found during the inflation test prior to the insertion. The md inserted the catheter via femoral with no issues. However, after the catheter reached the right ventricle, the md attempted to inflate the balloon using the supplied syringe with air and the balloon ruptured. As a result, the catheter was removed and replaced with another successfully. The pt's blood pressure temporarily decreased. The sales mgr reviewed the instructions for use with the user to use co2 and never to use air for the inflation. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.